Manufacturer narrative:
. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the initial valve implant, the valve was implanted at in implant depth of 6-7 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). The echocardiogram on the day of the valve implant showed a mean gradient of 7 millimeters or mercury (mmhg). 9 years and 11 months following the valve implant, echocardiogram revealed a mean gradient of 54 mmhg with leaflet thickening/calcification and mild aortic regurgitation (ar).

Event description:
It was reported that approximately nine years and eleven months following the implant of this transcatheter aortic valve, which had been implanted valve-in-valve into an existing 21 mm non-medtronic (mitroflow) surgical valve with severe aortic regurgitation (ar), degeneration due to high gradients occurred. Subsequently, a 23 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine years and eleven months following the implant of this transcatheter aortic valve, which had been implanted valve-in-valve into an existing 21 mm non-medtronic surgical valve with severe aortic regurgitation (ar), degeneration due to high gradients occurred. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve. No patient complications were reported as a result of this event. Additional information was received that during the initial valve implant, the valve was implanted at in implant depth of 6-7 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). The echocardiogram on the day of the valve implant showed a mean gradient of 7 millimeters or mercury (mmhg). 9 years and 11 months following the valve implant, echocardiogram revealed a mean gradient of 54 mmhg with leaflet thickening/calcification and mild aortic regurgitation (ar). Additional information was received indicating that the aortic regurgitation was paravalvular leak.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.